Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (298 mg/dl). Customer administered a manual insulin injection. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made for customer to consult with health care provider.